Event description:
The customer reported would not discharge on the pt.

Manufacturer narrative:
(B)(4): there was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.